Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
While the customer was using a 30k fsi-sli-fg-10s ins,pkd, they allege that "no water and getting hot". No injury was reported from the alleged event.